Event description:
The complainant alleged that during the incoming inspection of the device a "bridge test failed" was displayed on the screen. The customer indicated there was no patient involvement with this reported malfunction.